Manufacturer narrative:
Cmpl (B)(4) h6 codes: health effect-impact code: f14 prolonged episode of care. B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H6 codes: health effect-impact code - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The estimated glucose value (egv) was high and the bg was 652 mg/dl. He experienced grogginess, weakness, presyncope and ambulation difficulties. A caregiver gave insulin. Then, reportedly minutes later, the patient had a syncopal episode and an ambulance was called. The bg was 12 mg/dl by emergency medical services (ems) and the patient was hospitalized for around 2 months. Reversal of hypoglycemia was not specified. The behavior of the display device was not specified. The patient reportedly required automatic cardio defibrillation. The patient also reportedly had internal bleeding. The patient stated it almost cost him his life. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code: f14 prolonged episode of care.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported they experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The patient stated that when the cgm reading was 400 mg/dl, the blood glucose reading was around 160-200 mg/dl. He experienced grogginess, weakness, and ambulation difficulties. A caregiver gave insulin and minutes later, the patient had a syncopal episode and an ambulance was called. The bg was 12 mg/dl by emergency medical services (ems) and the patient was hospitalized for around 2 months. Reversal of hypoglycemia was not specified. The behavior of the display device was not specified. The patient reportedly required automatic cardio defibrillation. The patient also reportedly had internal bleeding. The patient stated it almost cost him his life. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction to the following statement in the initial MDR, on (B)(6) 2024, the patient reported they experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm."

Event description:
On (B)(6) 2024, the patient reported they experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm.